Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that x-ray was unavailable. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Analysis of the log files could not confirm a system error. It was discovered that the operator always changed the patient data before attempting to trigger radiation, for example by creating a new patient or performing a restart. After such an action, a so-called "search run" of the collimator is usually performed to determine the position of the same. This function is as designed and absolutely necessary in order to guarantee the required radiation parameters and image quality as described in the instructions for use. The operator had attempted to trigger radiation while the collimator was not yet ready. The system was completely turned off and restarted and worked as specified. The siemens service engineer could not detect any error on site and no parts were exchanged. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.